Manufacturer narrative:
Describe event or problem: updated based on additional information received. Device code: updated based on additional information received. A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications. As of today, the above referenced product has not been returned; therefore, no physical or visual analysis of the product could be performed. The subject device was not received for investigation; therefore an evaluation conclusion code of cause not established was assigned to this investigation. In addition, additional information received clarified that the metal cap did not physically separate from the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a laser photovaporization of the prostate procedure to treat a 100ml prostate gland, the first fiber was permanently "on hold" by the laser module after connecting. The fiber was exchanged, and after 130,000 joules and 20 minutes of use, the metal cap became loose and the fiber was rotating inside the metal cap. The metal cap did not physically separate from the fiber. The tip of the fiber was not cleaned during the procedure. There was no patient injury reported.

Event description:
It was reported that during a laser photovaporization of the prostate procedure, the first fiber was permanently "on hold" by the laser module after connecting. The fiber was exchanged, and after 130,000 joules and 20 minutes of use, the metal cap of the second fiber broke off at the end of the procedure. The tip of the fiber was not cleaned during the procedure. There was no patient injury reported.